Manufacturer narrative:
The device was returned to vygon for eval and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
Customer inserted catheter on preterm baby on saturday (B)(6). While waiting for an xray (2 hours), they were given normal saline 0.5 to 1ml to keep the catheter patent. After the xray they have realised the catheter travelled to the heart and coiled bear right atrium. They have noticed all 20cm broken catheter travelled into the blood stream. They have transferred the baby to the national heart centre for surgical removal.